Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Isi fse replaced the erbe generator due to inconsistent monopolar energy firings. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the generator was reporting a repeated error c-34. The customer had tried to power cycle the generator two times with no change. The customer did not have a force triad or the activation cable to provide energy from the force triad generator. The bedside was providing energy for the monopolar instruments. The procedure was completed as planned with no reported injury.